Event description:
Reportedly, patient collapsed and came in for device check. Device reached recommended replacement time (rrt) and battery impedance was at 11.8 kohm. Previous check in (B)(6) 2015 showed battery impedance at 7.2 kohm with 8 months of remaining time before rrt (was 2 years in (B)(6) 2015). The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, patient collapsed and came in for device check. Device reached recommended replacement time (rrt) and battery impedance was at 11.8 kohm. Previous check in (B)(6) 2015 showed battery impedance at 7.2 kohm with 8 months of remaining time before rrt (was 2 years in (B)(4) 2015). The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, patient collapsed and came in for device check. Device reached recommended replacement time (rrt) and battery impedance was at 11.8 kohm. Previous check in (B)(6) 2015 showed battery impedance at 7.2 kohm with 8 months of remaining time before rrt (was 2 years in (B)(6) 2015). The subject device was explanted and will be returned for analysis.